Manufacturer narrative:
The tap was returned to medtronic for analysis. It was found that the returned tap was clogged/occluded. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the product was deformed. The procedure was completed by using another tap. There was no impact on the patient outcome.